Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide patient demographics in section a, additional information in section b5, the expiration date and UDI in section d4, the device return date in section d10, update section h3, manufacture date in section h4 and to provide the completed investigation results. One used 8fr angio-seal vip device was returned for evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath. Functional testing was performed. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not placed in the full forward lock position due to insertion resistance, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Additional information was received on august 20, 2019. Angiography of femoral artery was performed in rao 30 projection showing sheath above bifurcation. Suitable closure spot per the doctor. When they attempted to grasp deployment anchor to artery and failed to do so; it was as though there was no anchor to catch and everything came out.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that an 8fr angio-seal vip device was used for femoral closure following a cerebral diagnostic case. An 8fr femoral sheath was used prior to the angio-seal device. The anchor did not catch on the arterial wall and the anchor came out attached to distal end of device and the collagen was intact as well. No harm was caused to the patient. Manual compression along with a femstop was used to achieve hemostasis. No major hematoma was reported. Estimated blood loss was less than 250cc. The patient was reported to be in good condition. The procedure outcome was favorable.